Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because the physician suspected a micro dislodgement. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several cuttings in the insulation. Blood penetrated the lead in the cut areas. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead revealed coagulated blood along the inner coil of the lead. These residuals were most likely introduced by means of stylets used during the surgery. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, cuttings in the insulation were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.